Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device check, the device/leads had put pressure on the skin and was getting very thin but still intact. There was no infection suspected. Pocket revision was performed. Patient was fine post procedure.